Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction to the therapy electrodes and garment. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to use a cream on the skin irritation. The physician also released the patient from wearing the lifevest. Follow up indicated that the patient's skin irritation improved upon removing the lifevest.